Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited clutch issues, alarms and grinding sound. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
One medfusion 3500 pump was received with the keypad scratched. The event history log was reviewed and there was a check clutch error. Flow test was conducted and the reported "clutch issues/ grinding sound / alarms" was verified. The motor mount bushing for the leadscrew was installed on the wrong side of the motor mount and it came out, the leadscrew was loose in the mount. This issue was caused by the customer's incorrect assembly of the device. The pump was repaired, preventative maintenance was completed and the pump passed all functional and delivery tests.